Event description:
Customer states "again at an illumena with double console, the protocols and parameters were not synchronized. The parameters from the previous injection are sometimes shown on the display while entering parameters on the other display. As a result of the non-synchronizing issue there has been an injection to a with a wrong flow and volume." In 2006: patient and procedural information have been requested from tyco affiliate. Once information has been received, an MDR follow-up form will be submitted.

Manufacturer narrative:
06/29/2006: tyco healthcare / mallinckrodt imaging division is waiting for information from tyco affiliate with regards to system evaluation and service. 05/09/2006, tyco healthcare emea imaging division received an initial complaint, from this same customer. Incident description of that complaint was, "again at an illumena with double console, the protocols and parameters were not synchronized. The parameters from the previous injection are sometimes shown on the display while entering parameters on the other display." The complaint was handled as a service issue with no patient involvement. Investigation into that complaint provided the following: "the complaint was investigated by tech service. The following is the report sent: tuesday, may 09, 2006 at 5:18 pm subject: re: illumena injector I spoke with the engineering department concerning the double console issue as I had heard that they have been looking into it. The testing that engineering had done thus far concentrated on normal touch operation of the consoles. As you know, the issue could not be reproduced. After receiving your e-mail, I tried to reproduce the issue using abnormal touch operation. In short, I was able to reproduce a mismatch in the console's displayed techniques in two ways which are listed below: 1) rapid selection between the flow rate and volume boxes when injector is enabled: after the injector is enabled, the operator can still select and change the flow rate or volume for the injector by touching the appropriate box. If the operator quickly cycles between touching the flow rate and volume boxes, the 2nd console may intermittently re-enable. The console that is being touched, however, is not enabled and the flow rate or volume can now be changed to values independent of the 2nd console. This method of reproducing the issue can be difficult to reproduce. 2) simultaneous touch of different values on each of the two consoles: this method of reproducing the issue can be very easily reproduced in one of two ways: 1. If the injector is enabled, and two different parameters are touched on separate consoles at the same time then problems can occur. For example, if the volume is selected on console 1 at the same time that the flow rate is selected on console 2, then either: the volume will be highlighted on console 1 and the flow rate is highlighted on console 2, then either: the volume will be highlighted on console 1 and the flow rate is highlighted on console 2. Typing in a new value on the keyboard will subsequently change the volume on console 1 and the flow rate on console 2. One console could become re enabled, but the other console would not re enable and still allow you to change the flow rate and volume without updating the 2nd console. 2. If in the protocol manager, and a protocol is selected on console 1 at the same time a different protocol is selected at console 2, each console could bring up a different protocol, and thus have a different technique displayed. From the pictures that you sent me, it appears that this last situation of the different protocols is the problem. If you look closely at the two photographs of the consoles that have different flow rates/volumes, you can see that they indeed have different protocol names to the left of the enable key. One says, "lv", while the other says, "pca". I have demonstrated the above situations to our engineering department. If either of the above situations may be happening at the facilities experiencing the issues, then the issues could be quickly rectified by training the operators to ensure not to cycle between parameters quickly, and more importantly, have only one operator selecting items on a console at a time. Simultaneously touching parameters on both consoles can cause a variety of anomalies to occur. 06/29/2006: tyco healthcare imaging division corporate product monitoring is currently investigating to see if customer training was provided after the initial complaint investigation summary. Due to time frame limitation, and lack of information from tyco affiliate, we submit this report with information known to date. Once additional information has been received, an MDR 3500a follow-up report will be promptly submitted.